Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: in a revision surgery of a 2-fragment proximal humerus fracture on (B)(6) 2013, the philos augment system was used. According to the surgeon there was the tendency for the cement to leak next to the plate and the contrast fluid could not be seen in images. During the surgery, one screw had to be removed and cleaned with positive results. Additionally, two screws were not seen in the x-ray at 0.5ml cement, but were seen after injecting 0.8-0.9ml. No further information is available at this time. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This device was used for treatment not diagnosis.